Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie had error. The screen showed an error, but it appeared to be had already been cleared. One cubie did not open, and it could not be released as it was still loaded with medication.the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system cubie had error. A field service engineer (fse) was able to deploy a firmware update package and rebooted the medstation. The customer recovered the drawer and was able to recover the failed pocket. After the reboot process, the customer inventoried the pocket multiple times and was able to access it successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.